Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. Additional information indicates that the temporary pacing leads was explanted the next day, furthermore, the patient also exhibit erosion. There were no additional adverse patient effects reported. The crt-p was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.